Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On january 16th 2017, the reporter (mother) for the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ping meter displayed inaccurate high results compared to his feelings / normal results. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged product issue began on an unspecified time on (B)(6), when the patient was experiencing symptoms of ¿very confused, distorted speech, pale and weakness¿. The reporter detailed that they then obtained a blood glucose result of 4.1mmol which he compared to symptoms of hypoglycaemia he was experiencing. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter stated that the patient manages his diabetes with insulin pump therapy. The reporter detailed that the patient drank some juice and the reading dropped to 3.8mmol/l. Emergency medical services were called at 5:45pm and obtained a result of 2.8mmol/l on their meter. The patient was treated with glucose gel by an hcp and attended hospital for further testing. Whilst in hospital the reporter detailed that the patient¿s meter¿s calcode was set incorrectly at 16 instead of 25. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure. The patient¿s test strips were stored correctly and not expired. The patient did not have control solution or test strips to perform a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because although the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event prior to the alleged product issue beginning. It cannot be ruled out that the incorrect calcode on the meter did not cause or contribute to the alleged event.